Event description:
The facility sent an infusion pump in to service where a failure code 812:00 was discovered in the event history by a baxter service technican. Although an attempt had been made by baxter to contact the reporting regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.